Event description:
When using the intravascular ultrasound (ivus) catheter, there was an air embolus that appeared to enter. This issue with boston scientific ivus catheters seems to be ongoing. Air emboli noted with boston scientific ivus catheter use. Patient did well after 2 rounds of nicardipine- thrombolysis in myocardial infarction grade 3 (timi-3) flow.